Event description:
July 24, 2008, spontaneous, serious report. A sales rep reported that a pharmacist from a hospital reported the following information: spike port adapter set with ultrasite was spiked into a pharmacy IV admixed chemotherapy taxol (paclitaxel) (not teva drug) IV bag of solution then sent to the chemo therapy infusion center. In preparation for infusion of the admixed infusion, nursing added v1921 to the end of the device, then added a blunt cannula clip lock to the end of v1921 to facilitate insertion into the split septum of the injection site, on a horizon pump primary IV administration set. Then nursing proceeded to infuse the pharmacy prepared admixed chemo therapy. The unidentified patient exhibited symptoms of allergic reaction. Treatment is unk at this time. Onset date of the event was 2008. Outcome was not provided. Teva medical opinion: teva device catalog #412116 did not malfunction.

Manufacturer narrative:
Na